Event description:
It was reported that the customer's insulin pump was leaking insulin. It was also reported that the customer was having issues with the infusion set not going completely into her body. Customer's blood glucose level at the time 235mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.